Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance observed that would cause the symptom. It is suspected that the clinic performed double-pass treatment or treated the skin twice in one session, which is not recommended as specified during training and in the user manual. Double-pass treatment may increase the likelihood of adverse events to occur such as burns or blisters. Also, it is suspected that the clinic did not use miradry's recommended volume of anesthesia. The high volume of anesthesia or hva method increases the volume of fluid injected into the target tissue to create a separation between the skin and nerves which protects the underlying structures (e.g. Brachial plexus) and reduces the likelihood of nerve injuries. The rate of burns seen ((B)(4) reportable incidents out of estimated (B)(4) procedures performed to date) is approximately 0.016% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed a 3rd degree burn 4.1 months post miradry treatment. Patient experienced parenthesis and pain on left upper arm. Sterile compression tape with antibiotic ointment (fucidine) were used to treat the symptoms.

Manufacturer narrative:
Typographic error in description of event section.

Event description:
Clinic reported a patient who developed a 3rd degree burn 4.1 months post miradry treatment. Patient experienced paresthesia and pain on left upper arm. Sterile compression tape with antibiotic ointment (fucidine) were used to treat the symptoms.